Event description:
A (B)(6), male pt's sister contacted zoll customer support to report his monitor was making a loud screeching noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. The cause of the monitor not starting up was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.